Event description:
It was reported the tibial bone pin twisted at the top where the pin chuck slides on. The bone pins were pre-drilled to avoid tibial fracture and drill the bone pins in with the t-handle. After the case, we went to unscrew them manually with the t-handle and the top of the bone pin twisted also. The surgeon attempted to unscrew with vice grips and at-handle chuck. He was afraid of chucking it to a drill in case of tibial fracture. The t-handle chuck worked after multiple attempts. This added additional time to the procedure. No patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus functional evaluation could not be performed. Visual inspection of the photo in the field report confirmed that the bone pin was broken at the section where it is it is inserted into the pin driver and was twisted at the point where it was broken. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 22 prior similar events. We were not able to confirm there was a relationship established between the reported event and the device and the root cause could not be determined. A factor that could have contributed to the reported event is if the bone pin was damaged prior to the case so that it was slightly bent. The bending yield the stainless steel and makes it more pliable and subject to the twisting seen in the photo, as well as breaking.